Event description:
The surgeon at the clinic reported to the operative assistant, that "a revision surgery was performed because the ceramic insert fractured. The pt an abg ii modular prosthesis, which was replaced by another abg ii prosthesis, same size."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.